Event description:
It was reported that the balloon was broken. The target lesion was located in an arteriovenous fistula. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 80-85% located in the mildly tortuous and severely calcified arteriovenous fistula. The balloon material broke and was removed with used of catheter sheath.

Manufacturer narrative:
H6 device codes updated from break (a0401) to material rupture (a0412). Device evaluated by MFR.: gladiator elite 8.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 9mm proximal of the proximal markerband and extending approximately 52mm distally across the balloon material. An examination of the balloon material and markerbands identified no other issues. A visual examination of the markerbands identified no issues. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues or damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that the balloon was broken. The target lesion was located in an arteriovenous fistula. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the balloon was broken. The target lesion was located in an arteriovenous fistula. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 80-85% located in the mildly tortuous and severely calcified arteriovenous fistula. The balloon material broke and was removed with used of catheter sheath.